Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture, undersensing and diminished r-wave sensing on ventricular lead was observed during follow-up in clinic. Lead was explanted and replaced. Patient was stable throughout the event.